Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es combo medication was not functioned. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the combo med function was not working for inventory and override for refrigerator smart remote manager medications. A technical support specialist (tss) verified as correctly designated as combo in the facility formulary. Transaction locate was reviewed, and only one transaction, with no activity and no transaction record for item. All item samples, including keys, were confirmed as loaded in the machine. The items were assigned to non-controlled and controlled iii-v security groups, and the user had matching security access; independent matrix type drawer access was noted as not applicable since the samples were not stored in matrix drawers. The issue was not patient or order specific and occurred randomly. Override group mismatches were identified between certain items and the device, with the critical care override group missing on the device. The customer was advised to align the item and device override groups and retest combo override and inventory. After multiple follow ups, the customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es combo medication was not functioned. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.